Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remained implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm aortic valve developed significant regurgitation and degeneration after an implant duration of 9 years, 3 months. The patient presented with sob, sinus tachycardia rbbb, lafb lvh, and stemi. As reported, there was a concern for endocarditis, but it was ruled out by culture result. The patient was acutely decompensated and developed cardiac arrest before a re-intervention could be performed. Per medical records the tee showed degeneration. A portion of the valve prolapsed back into the lvot with severe insufficiency and stenosis. It was determined that the patient would not survive valve surgery. The patient would not be iabp candidate. After discussion with family, the physician put the patient on comfort care and he expired later.

Event description:
It was reported that a patient with a 25mm aortic valve developed significant regurgitation, stenosis, and degeneration after an implant duration of 9 years, 3 months. The patient presented with sob and stemi. The patient was taken directly to the cath lab and had a distal right pda stenosis, no intervention. The patient developed respiratory distress in the cath lab and flash pulmonary edema requiring intubation. A loud systolic murmur was heard m a tee showed an aortic valve with degeneration, a portion of the valve prolapsed back into the lvot with severe insufficiency and stenosis. Cause of ai was uncertain, no definite valvular vegetation was seen , but the patient was started on empiric antibiotics. As reported, there was a concern for endocarditis, but it was ruled out as the cause. The plan was to go to surgery but the patient decompensated overnight and it was determined that the patient would not survive valve surgery. Due to ai, the patient was not a candidate for impella, va ECMO, or iabp. After discussion with family, the physician put the patient on comfort care and he expired one day after admission.

Manufacturer narrative:
H10: additional narratives. Updated b5, d4, h4, and h6 per new information received. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.